Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and was not able to connect with the charger. The physician believed that the ipg was too deep and unable to transit. The patient underwent a pocket revision and was doing well postoperatively.